Event description:
It was reported that the patient sustained a minor injury due to swollen and cracked battery while the device was in use (date not reported). A replacement equipment was sent to the patient.

Manufacturer narrative:
This report is submitted on may 31, 2022.